Event description:
It was reported that a system error (se) 2267 alarm (air in line) occurred on the homechoice (hc) device during dwell 1 of 4. The patient was connected at the time of the alarm. The registered nurse (rn) stated there were two white clamps in the organizer that were open and not connected to solution bags. The technical service representative (tsr) advised the rn to end therapy and start over using all new supplies. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of this issue. Per "the homechoice and homechoice pro apd systems patient at-home guide", users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental medwatch will be submitted.